Event description:
Customer reported a hospitalization and a seizure due to low blood glucose. The blood glucose reading at the time of the report was 105 mg/dl. He stated that the drive support cap appeared to be normal. He did not know the blood glucose at the time of the hospitalization and stated that he had been in a coma. Customer also had received a no delivery alarm which he stated had been resolved with a complete set change. Customer also reported a motor error alarm during a bolus and stated that he was unable to rewind the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.